Event description:
The notification received for the (B) (6) study indicated that one year after the index procedure, the patient died. This (B) (6) female patient with a history of hypertension and smoking was admitted for angiographic evaluation of her carotid arteries. The patient was symptomatic with a stroke score of 3 upon admission. Angiography revealed a 50%, 10mm stenosis in the right basilar artery. The lesion had moderate, concentric calcification and the vessel was described as severely tortuous. The target site was pre-dilated. An angioguard with 6mm basket was deployed beyond the target site without incident. A 10 x 30mm precise stent was deployed in the lesion with satisfactory results with 0% stenosis following stent placement. There was no debris in the angioguard post retrieval. The patient was discharged the following day in stable condition. Stroke score remained 3. Approximately 11 months post index procedure, the patient¿s son reported that the patient had passed away. The exact cause of death is unknown; however, the son states that she died of ¿old age and possibly some small strokes¿. No further information is available or forthcoming.

Manufacturer narrative:
Approximately 11 months post index procedure, the patient¿s son reported that the patient had passed away. The exact cause of death is unknown; however, the son states that she died of ¿old age and possibly some small strokes¿. No further information is available or forthcoming.stroke is a well known documented potential complication of this type of procedure and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time.